Event description:
Service and repair report states that an angled stardrive screwdriver had a broken tip. This malfunction did not occur during surgery. Product was received at service and repair, who were unable to repair the device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The report states that the screwdriver had a broken tip. The product was received at service and repair who conducted a visual evaluation and determined that device could not be repaired. The product was disposed of. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation.  Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Upon further review, it was noticed that this complaint is considered non-reportable.